Manufacturer narrative:
Customer submitted medwatch report mw5069092. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a discpac self-righting luer slip tip cap contained a black colored substance. This was further described as appearing to be embedded in the cap and in the fluid path. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection with naked eye and magnification identified particulate matter within the fluid pathway, further described as unknown black-colored substance on the inside of the product and embedded dark areas inside and around the outer barrel of the tip cap. The reported condition was verified. The cause of the reported condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.